Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured february 2025. H11: the unopened device was received for evaluation. Visual inspection was performed and a brown hair object was identified. The reported condition was verified. The cause of the condition was most likely caused by variations in the manufacturing or packaging, or ppe process related to the product procurement steps. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had hair in it. The hair appears to be sealed inside the package. This was observed when the sealed box containing the device was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.